Event description:
It was reported that a patient experienced fluctuations in symptoms after the replacement of a rechargeable implantable neurostimulator (ins) with a different rechargeable ins brand. The symptoms were not as well controlled with the newer ins. Multiple programming sessions were conducted with the provider, and all impedances were within range. Despite these efforts, it was decided that surgical intervention was necessary. Patient went through another replacement to go back to their old ins brand. The issue was resolved following the replacement. Patient will follow up to see if this surgical intervention was successful in getting their therapy back to what it was before (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient reported being worse off at times with their dystonia being more significant in their torso and hands. After multiple programming attempts their parkinson¿s symptoms were well managed with their previous device but were not well managed with the different model they currently had. After the patient changed back to the previous model their symptoms were well managed and they believed surgery was a success putting them back to where they were.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.